Event description:
It was reported that (6) pmw35 were used during a skin implantation procedure. It was reported by the rep that the device does not release staples after firing. Opened another device to complete the case. No adverse pt outcome.